Event description:
It was reported that the reservoir leaked. The reservoir compartment smells of insulin. Customer noticed leakage on the reservoir. The blood glucose reading is 176 mg/dl. Leak occurred at the bottom of the reservoir. Nothing further reported.

Manufacturer narrative:
Inspected three sealed reservoirs. Performed leak test and reservoirs passed per specifications. No leakage anomaly observed during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoirs connected and locked into place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.